Event description:
It was reported that the tubing of a clearlink system continu-flo solution set pulled out from the port. The issue was identified while the patient was connected to the set. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to f10/h6: component codes: g04034, replaced with g04134. H10: should additional relevant information become available, a supplemental report will be submitted.